Event description:
A complaint was received with regard to a 1o2¿ valve (blue) w/check valve, rotating luer that experienced leakage. The reporter stated, "on (B)(6) 2024, the anesthesiologist of (B)(6) hospital found leakage of drug liquid during the process of injecting drugs into patients with vantong valve; immediately replace a set of universal valves for use, and fill in a medical device adverse event report form; due to leakage, it is difficult for doctors to estimate the actual concentration of drugs used by patients, and no other harm has been caused to patients. That intension for use is infusion. The cause analysis is product reasons (including instructions, etc.). Description of the cause analysis is leakage. Preliminary processing situation is replace the product and contact the manufacturer and supplier to resolve. The reporter also stated that the product cannot be returned. There is no information about the patient, the infusion, the procedure, etc., except what is written in the report. There was patient involvement but no patient harm.

Manufacturer narrative:
E1 - this complaint was received through: (B)(6). D4, g4: model number is not sold in the us but similar device is sold under model smv3v. This product was used for the product code and 501k. Upon completion of the investigation a supplemental MDR will be submitted.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was conducted and no nonconformities were found that would have led to the reported complaint.